Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed under surgery on (B)(6). On 16 january, when they walked down the hallway after getting out of bed, they discovered that the catheter had spontaneously been removed.

Event description:
It was reported that the foley catheter was placed under surgery on (B)(6). On (B)(6), when they walked down the hallway after getting out of bed, they discovered that the catheter had spontaneously been removed.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received for evaluation. The first photo showcases an overview of the two way all silicone catheter. The second photo zooms into the deflated balloon and tip. The last photo shows the catheter cap with its lot number. Received 1 all silicone foley catheter. Using the in-house syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100 ml distilled water) and the catheter rested with no leaks. Concentricity within specification. Balloon passively deflated in one minute and 42 seconds with the use the in house syringe. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.